Event description:
It was reported that prior to an unknown procedure the clips were not forming properly. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: (B)(4). Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.